Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A clearlink continu-flo solution set disconnected from an extension set causing a leak. The cause of the disconnection was not reported. The incident occurred during an unspecified infusion which was being delivered to a patient via a pump at an unknown rate. The drug being infused was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.